Manufacturer narrative:
Without a lot number the device history records review could not be completed. The investigation could not be completed, no conclusion could be drawn as no product was returned.

Event description:
Pt status post prodisc-l implantation at level l5 - s1 on (B)(6) 2011 returned to surgeon in early (B)(6) 2011 for a f/u visit. An x-ray was taken on an unk date and surgeon thought the polyethylene inlay had moved but could not confirm the inlay had moved. Surgeon scheduled a f/u visit on an unk date. On (B)(6) 2011 consultant was notified by the surgeon x-rays were taken and showed the poly inlay had migrated, the x-ray date is unk. Pt was returned to the operating room on (B)(6) 2011 and the hardware was removed. It is not known what the pt was revised to. This is one of 3 reports for this event.